Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the connector came off the hemopro2 extension cable. The cable was able to be used to complete the procedure. The hospital did not report any patient effects.